Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemicolectomy, the black firing knob was not able to move, they tried to reopen and close the instrument but it didn't help. They picked up a new device in order to complete the case. There was no patient impact.